Event description:
A surgeon reported that the footswitch did not work properly intermittently during a surgical procedure. The footswitch was exchanged for another foot switch to complete the procedure. There as no harm to the pt. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).